Event description:
Dr. Placed implant at locations 1, 4, 6, 8, 11 and 13 on (B)(6) 2018. Patient returned on (B)(6) 2018 with mobility issues. Implants at locations 4 & 11 were removed. Amoxicillin prescribed.